Event description:
It was reported that a customer had 4 failures with lot # 4084038 of the 7361. Tubing is leaking. No adverse patient effects were reported.

Manufacturer narrative:
H3: four cadd administration sets with part number 21-7361 and lot number4084038 were returned in decontaminated condition inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No damages nor other workmanship defects were detected. The samples were set for leak test using a hydrostat vessel. A leak was detected fleeing from the bonding between the pump tube and the star tube in two of sample tested; thus the reported issue was able to be confirmed. After the leak location was found, the bonding was visual inspected, and delamination was detected. The returned samples were set for pull testing using a chatillon. All the samples passed the test, thus the failure mode reported as separate was not able to be confirmed. Based on the analysis conducted with the samples received, the reported issue could not be reproduced, therefore according with the pfmea, the occurrence for this failure condition could be caused by the operator not inserting the tubing / components together quick enough causing the solvent to dry before insertion; creating delamination. The issue was traced to manufacturing.